Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: component code, additional codes added to h6. Type of investigation, investigation findings, and corrected. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided by the site and revealed the following: one (1) strut bent outward at the inflow side observed during procedure. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing non-conformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The reported frame damage of the 29mm s3ur valve was confirmed based on imagery provided. Available information suggests procedural factors (excessive device manipulation, insertion angle) likely contributed to the event as reported "push force was needed when advancing the commander delivery system and 29mm sapien 3 ultra resilia valve throughout the 16fr e-sheath+ during a right-transfemoral tavr procedure. The sheath's angle of insertion was steep, and the iliac vessel took a posterior turn which required stiff wire/catheter manipulation. The additional push force was needed due to posterior diving of vessel. A bent valve strut was noticed after performing valve alignment." A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Additionally, excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve in-flow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Frame damage of a 29 mm sapien 3 ultra resilia occurred during tavr procedure via right-transfemoral access. As reported by an edwards lifesciences field clinical specialist, additional push force was needed when advancing the commander delivery system and 29 mm sapien 3 ultra resilia valve throughout the 16fr esheath+. The sheath's angle of insertion was steep, and the iliac vessel took a posterior turn which required stiff wire/catheter manipulation. Additional push force was needed due to posterior diving of vessel. A bent valve strut was noticed after performing valve alignment. The delivery system was then rotated so that the strut was toward the inner curve of the aorta. The devices were advanced across the annulus without additional incident. The valve was implanted successfully, and the patient's outcome was good. No damage was observed on the sheath after removal.

Manufacturer narrative:
Investigation is ongoing.